Event description:
Ultraviolet dermatological lamp chamber weas cleaned by a maintenance technician. Ultraviolet a & b bulbs were removed for cleaning. When bulbs were replaced they were not put in the correct slots, thus pt's were subjected to incorrect phototherapy dosages. Four pts received 1st degree burns before the mixup was discovered.